Event description:
Report rec'd of an adverse event while the device was in use on a pt. The pump was programmed to deliver dilaudid 30mg/30ml in the bolus only mode to deliver a bolus dose of 0.5mg with a pt lockout of 6 min, no 4-hr dose limit. The md ordered the therapy at 10:30am in 2001. It was reported that the pt was ambulating to a patio area at 3:50pm the next day. At this time, the pt records indicated that the pt had requested 98 bolus demands, 30 bolus doses were delivered, 11mg remained in the syringe and 19.5mg had been infused. According to the customer contact, on the evening the same, the pt was noted to be snoring very loudly. At approx 6:30pm, "the snoring changed". A tech went to check the pt and was unable to arouse the pt. The pt respiratory arrested. Pt was treated with one dose of 0.4mg narcan ivp and was manually bagged with oxygen and an ambu bag for an unspecified length of time. The pt did not require intubation. No further medical interventions were required. At this time, the pt record indicated that there was 4mg remaining in the syringe. It was also noted that the syringe had been "leaking" and there was a "pool of medication noted on the floor". According to the customer, inspection of the syringe after the event showed that there were no flaws in the syringe. The customer contact questions whether the syringe was not screwed in tight enough or whether the pt may have been tampering with the device. According to the customer contact, when the pt woke up in ICU, pt claimed that the pt "could override the pump with their computer" and was able to administer more medication than was ordered. The pt's laptop computer was open on their bedside table at the time of arrest. The pt was reported to have fully recovered and was discharged home.